Event description:
See initial report.

Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this failure mode. Based on investigation findings, possible hardware deviation was excluded and an isolated loss of communication between the pump and the hms board (responsible of the detection of direction) cannot be ruled out. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: according to reported information, involved pump (assigned as a root vent pump) showed error code "2350" onto display; after a while, it cleared itself. The essenz cockpit log files were provided and analyzed: the presence of mentioned error code "2350" on root vent pump was confirmed in the date of event; the error code indicates a deviation of the observed direction of rotation from the one set by the user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz heart lung machine hlm roller pump which stopped during usage. There was no patient injury.